Manufacturer narrative:
Spacelabs has identified this device as being manufactured in 1995. Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2018 that the bleasedatum sevoflurane vaporizer failed to deliver the anesthetic agent while in use on a patient. The clinician noted this failure, corrected the issue, and documented accordingly. No injury was reported with this event.

Manufacturer narrative:
Spacelabs¿ investigation revealed that the vaporizer was delivered to a non-authorized agent for servicing by the hospital prior to the incident. In using this device, the patient is always attended by a licensed clinician who is able to maintain the patient¿s safety. According to the physician, the failure was noted on the monitor and "dealt with accordingly". This report is complete and this particular issue is considered closed.